Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient was unhappy with the vision. The lens was explanted in a secondary procedure and replaced with a monofocal lens. The clinical reason for explant was dyschromatopsia 'waxy distance vision'. Additional information was received stating that, the patient was not hospitalized because of the event and there was no patient harm.